Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: the patient presented with following preoperative diagnosis: lumbar spondylosis with canal and foraminal narrowing l 4-l5. Midline disk herniation l5. Grade 1 spondylolisthesis with spondylosis secondary to pars defect. The patient underwent the following procedure: l4-s1 laminectomy and decompression of spinal canal and neuroforaminal bilaterally. Posterior lumbar interbody fusion l4-l5 with lateral mass fusion l4-s1. Segmental instrumentation l4-s1 using autogenous morselized bone graft and bone morphogenic protein. As per-op note "...they were over packed with morselized bone and bone morphogenic protein on either side which was then impacted using standard instrumentation techniques ..." (B)(6) 2014: the patient presented with the following postoperative diagnosis: failed fusion l4-5, l5-s1 with persistent bilateral l5-s1 foraminal narrowing with stenosis of l2-3, degenerative disk protrusion at l3-4. She underwent removal of pedicle screw instrumentation at l4-5, l5-s1 with augmentation of bony fusion at l4-5, l5-s1 with decompressive laminectomy at l2-3, l3-4 with foraminotomies using microsurgical techniques, bright illumination, high magnification with pedicle screw fusion at l2-3, l3-4 and in the transverse posterolateral fusion using allograft at l2-3, l3-4, l4-5, l5-s1 using ssep, mep and emg recording through out. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.